Event description:
It was reported that there was an error 1260. The product fault occurred during testing. There was no patient involvement.

Manufacturer narrative:
One device was returned for repair in used condition. This device has not been serviced in the past. Rear/front housing, battery door, downstream sensor and upstream sensor were contaminated. Unable to download in the event history logs due alarm messages lec 1260 and error code1261 on the pump display. Primary problem was error code 1260 was duplicated. Found microprocessor unit board was inoperable, causing alarm messages displayed error code. Replaced microprocessor unit board to correct the issue. Also replaced the rear label. The device passed all functional tests after the repair.